Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter thoracic aortic aneurysm. It was reported that approximately 18 months later, a CT scan identified a type ia endoleak. Per the physician, the cause of the event cannot be determined. A carotid-carotid bypass was carried out on (B)(6) 2018 and an endovascular intervention procedure was also carried out on (B)(6) 2018. A 44x44x100 valiant stent graft was implanted proximally to resolve the type ia endoleak. A 44x44x100 distal stent graft extension was also implanted prophylactically to increase the seal zone. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from 18 months post-implant revealed that 2 valiant stent grafts had been implanted in the patient. The proximal device was positioned proximally just past the lsa and the overlapping distal device extended ~10m from the distal end of the proximal device. A long and bi-lobal thoracic aneurysm measuring ~10 cm in diameter was seen beginning just past the level of the lsa, and contrast was seen within the proximal sac from a likely proximal type I endoleak. The aortic diameter near the level of the lcca measured ~34mm. The stent graft proximal od measured ~43mm and the thoracic aorta diameter at that level was 50mm with lack of a proximal seal primarily along the superior/outer curvature and lateral/ left side of the aorta near the start of arch. The distal stent graft od measured 41mm with ~2cm of remaining distal seal zone length. Other than the proximal type ia endoleak, no other endoleak was observed. The stent graft was patent; however, the 6cm length distal portion of the distally placed device was found to have moderate levels of thrombus (up to 10mm thickness) along the posterior ID of the device. No stent graft kinks or compression was observed. It is possible that disease progression, proximal neck dilatation, may have led to the inadequate proximal seal and the resulting type ia endoleak and increasing taa. The cause of the thrombus found within the distally implanted device could not be determined. If information is provided in the future, a supplemental report will be issued.